Event description:
The recipient reportedly experienced no auditory response to stimulation and non-auditory sensations. Programming adjustments were made, however, the issue was not resolved. The recipient ceased device use, but continued to experience non-auditory sensations. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient's non-auditory sensations have reportedly resolved. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis result revealed nitrogen levels above the test limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.